Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The customer reported an event occurring on or around 10/16/2025. The most recent available device log from the customer was dated september 17, 2025. Review of the device logs from the weeks prior to the reported event identified one brief cable fault during pacing, attributed to a temporary cable ID change while in pacer mode. The device recognized the new cable ID within approximately one second and was ready to resume pacing. This log could not be confirmed as related to the reported event, and no additional logs were identified to support the claim. The device was fully evaluated with no faults found. The device multifunction cable and receptacle were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.